Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have issues with inserting infusion sets. Customer had high blood glucose. Customer's blood glucose was unknown. Customer found that the infusion set was not inserted. Customer was in a car accident and was taken to the hospital. Customer's car was t-boned. No troubleshooting was done. Customer will not be returning the device for analysis.